Event description:
It was reported that the patient presented for a routine generator change procedure. Prior to the procedure, it was noted that the atrial lead exhibited high capture thresholds. The lead was capped on (B)(6) 2022 and replaced. There were no patient consequences post-procedure.